Event description:
Nurse practitioner called. A lab comparison was performed on her pt. The lab result was 83mg/dl and the device result was 146mg/dl. No treatment was given. She stated "to" controls were in range but values were not given. A request was made for the return of the suspect device and replacement product was sent.